Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would only last minutes on a full charge and would immediately trigger a red light emitting diode (led) and a battery alarm on the controller. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported events of power consumption issues along with critical battery alarms. The battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the unit passed visual examination and functional testing.  Log file analysis revealed that the battery discharged as expected when in use. No instances of critical battery alarms or power switching events were recorded involving bat202060. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected; the battery performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.